Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis which was manifested by cloudy effluent. The breach in aseptic technique was not further described however, it was reported that there is possible infection of extracorporeal pathogenic bacterium. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (no further details reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.